Manufacturer narrative:
Patient gender, weight not provided for reporting. Device is an instrument and is not implanted/explanted. The complaint record reasonably suggests that a device malfunction did occur and regardless of misuse, has caused or contributed to the need for medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The tip broke off and additional x-rays were taken to make sure nothing was left behind. A device history record review conducted for part# 314.743, lot# 6877108: release to warehouse date: 22-jun-2012, supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a reamer irrigator aspirator (ria) drive shaft broke off during a bilateral retrograde femoral nailing procedure performed on (B)(6) 2016. There were no fragments left behind in the patient. Two to three (2-3) x-rays were taken just to make sure nothing was left in the patient. No medical intervention was required. The procedure was delayed approximately five (5) minutes. The procedure was completed successfully, and the patient was in stable condition at the end of the procedure. Concomitant devices reported: drive shaft seal for ria (part #351.718s, lot #unknown, quantity 1), ria tube assembly (part #314.746s, lot #unknown, quantity 1), locking clip for ria (part #352.260s, lot #unknown, quantity 1), 12.5mm reamer head for ria (part #352.251s, lot #unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. One (1) drive shaft, minimum 520mm length, for use with ria (part number 314.743 / lot number 6877108) was received. The complaint condition is confirmed as the drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. A visual inspection and drawing review were performed as part of this investigation. The break is located within approximately 7.1mm to 9.8mm distal to the distal edge of the drive shaft helix. The helix is intact. The proximal connecting post shows four (4) indents along the groove. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. (Reamer/irrigator/aspirator (ria) technique guide) a review of the current design drawing / manufactured revision for the top level assembly (314_741) and the drive shaft component (314_741_1_2) was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. (All dimensional inspections completed with calipers) the complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. Information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.